Event description:
Additional information received from the consumer reported that their pump was still not working and they weren't getting baclofen right now. It had been tested before and it showed that it had been working but something now has changed. They were in the emergency room and were in "severe baclofen withdrawal." They didn't know if the pump was currently beeping or alarming. They were redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported, ¿I've been having chest pain that's exacerbated since the pump was replaced. Things seem to be initiating from the pump. I normally don't have any problems with my pumps.¿ additional information was received on 23-jun-2023 from a healthcare provider (hcp) who reported that the patient¿s medical history was unspecified injury at t1 level of thoracic spinal cord, paraplegia (incomplete), presence of intrathecal baclofen pump, and primary insomnia. The patient used a power wheelchair. On (B)(6) 2023, the patient was transitioned from 4000 mcg/ml baclofen to 2000 mcg/ml baclofen. The patient also had oral baclofen 20 mg 4 times a day. On (B)(6) 2023, patient¿s 20 ml pump was replaced with a40 ml pump. Since then, the patient had described symptoms of baclofen withdrawal including itching, headache, and worsening spasticity. The patient was feeling progressively more anxious and worried about the symptoms. The patient reported being tight and hard to transfer. The hcp discussed reasons for possible increase in spasticity under short period of time including issues with catheter, progression of disease, or resistance to drug. At the (B)(6) 2023 appointment, the patient underwent botox injections into bilateral lower extremities. Since then, the patient reported that they had moderate benefit with the botox injections. The plan was to repeat after three months. A dye study was performed on (B)(6) 2023 and was normal. Per the hcp, they had done everything they could do and were not comfortable increasing the intrathecal baclofen dose because the patient was already on a very high dose. The patient was also on the max dose of oral antispasmodics including dantrium and baclofen. His labs previously showed chronic hypercapnic hypoxia and the hcp was worried that any other sedating medications could worsen this chronic condition. The hcp recommended avoiding all benzodiazepines including ativan. The hcp discussed the patient¿s case with their pcp (primary care physician) who was working on minimizing sedating medications and helping with sleep. Per the hcp, the patient was understandably concerned and would like a second opinion and further workup for their pump as they were still certain that the pump was malfunctioning, and they were not getting the appropriate dose of intra thecal baclofen. The patient was referred for a second opinion and provided the number to contact that physician¿s office. The patient had seen a neurologist who ordered and MRI of the spine. On (B)(6) 2023, the pump was noted to be delivering baclofen (4000 mcg/ml at 1876.4 mcg/day). The patient was placed in the sitting position. The pump was interrogated, dose adjusted, and information confirmed. The expected reservoir volume was 5 ml. The pump was identified, under ultrasound guidance, and entry site marked. The skin was cleansed with iodine. The reservoir was accessed, and 5.8 ml was aspirated. Then 40 ml of 2000 mcg/ml lioresal/gablofen was injected into the pump. The needle was removed and the skin cleansed. The dosage was unchanged. The pump was then re-interrogated and reprogrammed with the new reservoir volume of 40 ml. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.